Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was capped and replaced due to low pacing lead impedance, noise, and oversensing. The patient condition was stable after the procedure.